Manufacturer narrative:
The details of the incident are unclear. No history to suggest a product problem. No serious injury is reported. It's unknown if user inadvertently engaged the joystick when she passed out. Product has not been returned for evaluation at this time. MDR filed as a conservative measure and based on alleged unintended movement.

Event description:
The consumer was in her living room and she felt dizzy. The next thing she knew, the wheelchair was allegedly on top of her. No serious injury is alleged.